Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure five resolute onyx des were implanted in the lad and rca. Approx. 3 weeks post index procedure, stroke (left mca infarct) was reported. The patient was treated with medication and left amputation. The investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication. The patient recovered.

Manufacturer narrative:
The event occurred approximately 3.5 months post index procedure. Event was not treated with surgical intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec adjudicated ischaemic stroke. The adjudicated event date was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.